Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connector of the homechoice cassette was broken which resulted in a leak. This was identified during prime of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were reviewed and showed one of the supply line luer connector was broken. The reported condition was verified. The cause of the broken supply line could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.